Manufacturer narrative:
Pt age: this value is the average age of the patients reported in the article as specific patients could not be identified. Pt gender: this value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Date of event: please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. Concomitant medical products: product ID 7426, product type: implantable neurostimulator. Product ID 7426, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Almeida, l., rawal, p.v., ditty, b., smelser, b.l., huang, h., okun, m.s., guthrie, b.l., walker, h.c. Deep brain stimulation battery longevity: comparison of monopolar versus bipolar stimulation modes. Movement disorders clinical practice. 2016. 3(4):359-366. Doi:10.1002/mdc3.12285. Summary: dbs is an effective treatment for movement disorders, but it is relatively complex, invasive, and costly. Little is known about whether stimulation mode alters pulse generator (battery) longevity in routine clinical care. The aim of this study was to compare battery longevity during monopolar versus bipolar stimulation in patients who underwent dbs for movement disorders. Reported events: an unknown number of patients with subthalamic nucleus (stn) or ventral intermediate nucleus of the thalamus (vim) deep brain stimulation (dbs) for essential tremor (et) or parkinson's disease (pd) experienced battery depletion that presented with the sub-acute or acute reemergence of symptoms. The batteries in all cases were replaced; an unknown number of patients with stn or vim dbs for et or pd experienced device infection; an unknown number of patients with stn or vim dbs for et or pd experienced hardware failure. It was noted that all patients were implanted with model 3387 leads. It was not possible to ascertain specific device information from the article or to match the reported event with any previously reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.